Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product.

Event description:
English translation received. In addition to what was previously alleged, claim letter alleges synovitis consistent with metallosis, bone resorption around the prosthetic implant both in the femoral and acetabular components, proximal bone atrophy and substantial bone loss.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr xl right hip reasons for revision : pain, osteolysis claim letter alleges chrome and cobalt pollution and inflammation caused by a defect of the prosthesis. The event description has been updated to indicate the allegations as reviewed. The firm name, associated contact and patient harm were updated as well. Added patient information. Doi: (B)(6) 2008 : dor: (B)(6) 2016 (right hip).